Manufacturer narrative:
Details of complaint: the director reported that the multigas unit was not taking readings, and there were no error messages. They changed the water trap and ensured there was no extra humidity, but the issue persisted. Tech support (ts) had her reboot the bedside monitor (bsm) and the multigas unit, but upon boot up, they could hear a screeching sound coming from the multigas unit. No patient harm was reported. Investigation summary: the complaint unit was returned and evaluated by nihon kohden repair center (nk rc). Nk rc was unable to duplicate / observe the reported issue. The gas accuracy test indicates that the device was producing readings within specifications. As a precautionary measure, nk rc replaced the pump of the device. The gas module o2 sensor was also found to be failing and was replaced. As the issue was not duplicated, the defect could not be confirmed, and the issue is unlikely to be due to device failure. Possible causes of the issue are user error, failure of the water trap, faulty hose or cuff and cable connection or cable damage. Nk will continue to trend and monitor the reported issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 12/14/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/27/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/30/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bsm: model #: ni serial #: ni .

Event description:
The director reported that the multigas unit was not taking readings, and there were no error messages. They changed the water trap and ensured there was no extra humidity, but the issue persisted. Tech support (ts) had her reboot the bedside monitor (bsm) and the multigas unit, but upon boot up, they could hear a screeching sound coming from the multigas unit. No patient harm was reported.

Manufacturer narrative:
The director reported that the multigas unit will not take any readings, and there are no error messages. They changed the water trap and made sure there is no extra humidity, but the issue remains. Tech support (ts) had her reboot the bedside monitor and the gas module to see if that would help. Upon boot up, they could hear that the gf-210ra had a screeching sound coming from it. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The director reported that the multigas unit will not take any readings, and there are no error messages. They changed the water trap and made sure there is no extra humidity, but the issue remains. Tech support (ts) had her reboot the bedside monitor and the gas module to see if that would help. Upon boot up, they could hear that the gf-210ra had a screeching sound coming from it. No patient harm was reported.